Event description:
The complainant reported that during a ptca procedure, the pressure monitor quit working. The customer believes that the malfunction may have been caused by overheating. There was no reported injury.

Manufacturer narrative:
The subject device is being returned to merit. At that time, the device will be evaluated to determine the cause of the malfunction. A follow-up report will be filed. Device evaluation anticipated, but not yet begun. No conclusion can be drawn.